Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device stopped and switched off during critical point in case. A portable camera stack was brought in. Procedure was completed successfully with no medical intervention or adverse consequences.

Manufacturer narrative:
(B)(4). Alleged failure: switched off during case. Probable root cause: light cable. Optics. Leds. Main board. Jaw assembly. Bent esst contact. Inconsistent esst contact. Cable pull out. Camera head. Firewire cable. Software. Front board. Power supply. Thermal switch. Ac inlet board. Use errors. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure reported mode will be monitored for future reoccurrence.

Event description:
It was reported that the device stopped and switched off during critical point in case. A portable camera stack was brought in. Procedure was completed successfully with no medical intervention or adverse consequences.